Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Concomitant products: 6949, implantable tachy lead, (B)(6) 2004-; 5594, implantable pacing lead, 2002. (B)(4).

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to the revision of another lead. The rv lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.